Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call low battery was performed. Customer was also stated his screen was blank display: flashing, white, or blank . Customer was stated he was not able to change the battery right away yesterday and revert to back up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected low battery alarm noted. The insulin pump was monitored and no blank display noted.